Event description:
The valve was explanted due to a 5-6 mm paravalvular leak at the one o'clock position in the annulus. According to the operative report, there was a sjm 27mj-501 implanted in the mitral position as well as a "quarter ring neo-reconstruction with pericardium". There was "no ingrowth" around the annulus. A tricuspid annuloplasty ring was also implanted at this time.